Manufacturer narrative:
Based on the current information provided, the cause of the mentioned conversion to open surgery cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. Medwatch report (MFR report number 2955842-2023-11891) was initially reported for the same literature article that includes the two conversions to open surgery and 4 patients that had post-operative complications within 90 days of the surgery which required medical intervention either non-surgically or endoscopically. Additional information was obtained from the article author regarding the detail of the two conversions to open surgery, a supplemental MDR (patient identifier (B)(6)) was submitted with the information of the first conversion due to patient anatomy. This medwatch report (patient identifier (B)(6)) is for the second conversion due to intra-operative bleeding. A system log cannot be performed because the system logs are not available at this time as there was insufficient information. This complaint is considered a reportable event due to the following conclusion: intuitive surgical became aware of a journal of robotic surgery article, and it was mentioned one of the patients underwent da-vinci assisted completion proctectomy (cp) with ileal pouch-anal anastomosis (ipaa) for ulcerative colitis (uc) during december 2016 and may 2017 was converted due to intra-operative bleeding. For patient's safety, the procedure was converted to open surgery.

Event description:
Intuitive surgical became aware of a journal of robotic surgery article titled, ¿combining staged laparoscopic colectomy with robotic completion proctectomy and ileal pouch¿anal anastomosis (ipaa) in ulcerative colitis for improved clinical and cosmetic outcomes: a single-center feasibility study and technical description¿ (birrer, d.l., et al., 2022). Within the journal article, it was mentioned 17 patients underwent da-vinci assisted completion proctectomy (cp) with ileal pouch-anal anastomosis (ipaa) for ulcerative colitis (uc) during december 2016 and may 2017, and one of the conversion to open was due to intra-operative bleeding. The surgeon reported the patient had a very small pelvis and was diagnosed with ulcerative colitis. Small bleeding is repeatedly occurred which required great effort to control. For the patient's safety, it was converted to open surgery. During dissection of the levator muscles which enters the pelvis posterior to the mesorectum, a circular opening of the peritoneum was done and gradual mobilization of the mesorectum and rectum in an aboral direction. The preparation is time-consuming and difficult due to the narrow pelvis and the tendency to bleed. Ultimately, there is an accidental opening of a presacral vein on the posterior side, with bleeding that is correspondingly difficult to stop, and thus the surgeon decided to switch to a median laparotomy. A lower median laparotomy with left circumcision of the umbilicus was performed with the introduction of an omnitract.